Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg as low as 47 mg/dl). Carbohydrates were consumed to address low bg. Contact alleged pump settings needed to be adjusted and were cause of low bg. Recommendation was made for the customer to discuss the event with a healthcare provider.